Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2007 .

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead were noted to have insulation damage. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.